Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records for the articular surface did not find any deviations or anomalies. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the articular surface would not seat properly on the tibial plate.